Event description:
It was reported that the patient contacted the manufacturer and stated that she would like to have an explant of the spinal cord stimulator (scs) system. The patient stated that she has not used the system in several years, and has begun to experience seizures, and that her physician believes the seizures are due to the devices being implanted, in spite of not being in use. Requests for additional information have been made without a response.